Event description:
It was reported that a thermage treatment was performed on a patient and the patient experienced a burn with erythema and hyperpigmentation on the forehead. Topical anesthetics were used for treatment. No secondary intervention was performed. An available picture was reviewed by the medical reviewer and the picture is not very clear; however, redness, one blister and hyperpigmentation are visible. It was reported that the treatment was stopped by the doctor immediately when the physician noticed a spark. The physician noted erythema and two tiny black spots. The area was treated with ice compress only and no blister was seen. The patient reported no discomfort at the time and left the center and did not report back to the physician. It is also reported that the patient has recovered. This case is not deemed to be a serious injury. No other treatments (besides thermage) were being performed in same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 30 days. The incident occurred at about 900 reps when the doctor noticed sparks coming from the treatment tip. The doctor stopped the treatment and noticed the treatment tip surface was irregular. The highest energy level used was 3.5. No system errors occurred. Solta medical croygen and coupling fluid used during this treatment. It is reported that the treatment tip surface was inspected prior to use and nothing noted. The treatment tip surface was inspected when the doctor noticed the sparks. This is the first time the tip was used.

Manufacturer narrative:
The product has been requested and the investigation is underway.

Manufacturer narrative:
The product was returned. Service evaluated this case and it was determined that no dielectric breakdown was found on the tip. The information provided does not suggest this incident may have caused or contributed to a death, serious injury or a serious deterioration in state of health. This event is no longer deemed reportable.